Event description:
Customer alleges discrepant results with meter compared to lab: (B)(6), date: (B)(6) 2011, lot# 247451 inratio2: 5.5, lot# 248203 inratio2: 5.3, lab: 2.95. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending. Additional lot#: 248203.